Event description:
Becker evd [external ventricular drain] drain tubing broke off y port on the pressure tubing connected to the drain. 3-way stop cock proximal to patient immediately closed to the patient and drain clamped. New becker evd drain set up obtained and set up, connected to patient, drain releveled and zeroed with good wave form displayed on monitor, icp [intracranial pressure] 14.